Manufacturer narrative:
The device was evaluated and found to be within specification.

Manufacturer narrative:
Postsurgical complications are rather common occurrences. Osteomyelitis is on the other hand a very rare complication. In this case with very sparse information there is nothing that indicates that the problem, experienced by the patient, is related to the astra tech product. This event is reportable per 21 cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available. Note: the covid-19 pandemic caused a disruption in normal business activities, resulting in late submission of this report.

Event description:
According to the available information the patient received one astra tech ev 4,8s 9mm os dental implant in position 20 (fdi 35) on (B)(6) 2021. The implant was subsequently removed (B)(6) 2021. The patient experienced "osteomyelitis at the implant site". Information from the treating clinic on (B)(6) states that the patient is still under treatment of osteomyelitis.